Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced tape not sticking issue due to infusion set ripped off on (B)(6) 2026.patient reported high blood glucose treated with manual injection. No further information is available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: australia. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.